Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 578 mg/dl at the time of incident. Customer also stated that there was no insulin was in the reservoir. Customer was assisted with programming and they were able to rewind pump and reservoir showing correct amount now after rewind. It was also reported that the battery was quit. Customer did not need troubleshoot. The insulin pump will not be returned for analysis.